Event description:
Customer reported a delivery issue involving a replacement adc blood glucose meter which was reportedly initially sent on (B)(6) 2014. Products were re-sent and were reportedly left at the customer's front door on (B)(6) 2014. Customer further reported that on (B)(6) 2014, he self-presented to a local healthcare facility to "have my sugar (brought) down" because he reportedly had not received his replacement products. Customer reported he was prescribed lantus and metformin by his healthcare provider and was treated with an intravenous infusion of unknown type while at the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being sent as a final. Complaint did not involve a product problem; hence no investigation will be undertaken. All pertinent information available to abbott diabetes care has been submitted. Case involves a delivery issue, hence no product serial number was provided.